Event description:
It was reported that the pt experienced a loss of therapeutic effect following a fall in the shower. It was noted that before the fall, the pt was getting "99%" control of their symptoms. The pt was currently hospitalized. Add'l info was requested to obtain info on device any issues, interventions, and pt outcome.

Manufacturer narrative:
(B)(4).